Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). High impedances were also noted. The patient underwent a ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.